Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml saline fill china sp had foreign matter. The following information was provided by the initial reporter: on (B)(6) 2025, medical staff at the IV center discovered a fuzzy, unidentified substance adhering to the inner wall of a pre-filled syringe. This delayed treatment for the pediatric patient, necessitating the use of alternative supplies to reconstitute the medication.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.